Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated the infusion set leaked insulin during use and the customer experienced hyperglycemia as a result. It is thought this was caused by either a bad site or inserting the headset incorrectly. No adverse event was reported. The alleged product was requested for evaluation.